Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 09:00:18. Weekly pace lead impedance trend data shows high impedance for min and max atrial pace bi impedance equal to 4047 ohms on (B)(4) 2011.

Event description:
It was reported that there was an alert for oversensing and high impedance in the atrial port. An atrial lead is required with this device. There is no atrial lead and the alert was not programmed off. Reprogramming will be done. The device is still in use. No patient complications have been reported as a result of this event.